Manufacturer narrative:
(B)(4) (infection). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a surgical procedure for a torn rotator cuff in his right shoulder on (B)(6) 2009 and suture was used. Two weeks after the surgery the pt had the staples removed; the wound looked good externally. Two days after the staples were removed the wound began to drain and the doctor found a thick yellow discharge. That day the pt was admitted to the hospital for a wound debridement and was placed on IV antibiotics. The pt underwent 5 debridements and was treated with IV antibiotics for 7 weeks. The internal sutures were then removed and the infection cleared. No additional info was provided.